Event description:
Patient reported left side "capsular contracture", "pain", "swelling" and "possible rupture" confirmed via ultrasound and mammogram. Later, healthcare professional reported "capsular contracture, baker grade IV". The device has been explanted and replaced.

Manufacturer narrative:
Clarification to b3: partial date of nov/2024 provided. Clarification to d6a: partial date of 2016 provided. Date of 01/feb/2016 populated to better align with the manufacture date of the device. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; "possible rupture".